Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the right atrial lead exhibited noise oversensing and noise reversion. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Visual examination of the lead found an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. Electrical test was normal with no anomalies found. The cause of the reported event was isolated to external abrasion consistent with friction to the device can.